Manufacturer narrative:
Product is an instrument and is not implantable. D10: requests have been made for the return of the product. Request has been made to obtain the product. Device manufacturer date is unk. Evaluation is pending upon the return of the product.

Event description:
On 08 nov 2007, the distributor (name unk) reported that before a procedure with a patient with spondylolisthesis of levels l5-s1 the nurse opened the sterile kit and saw that the cannulated polyaxial screwdriver was worn/broken. Additional information received on 20 nov 2007. The distributor reported that before surgery, while the nurse was checking the instrument, the nurse found the screw driver did not hold the screws. The surgeon was able to finish the case as intended by using another instrument. There was no reported patient injury or surgical delay.